Event description:
Reportable based on device analysis completed on 21feb2022. It was reported that the coil could not be deployed. A 8mm x 20cm interlock coil was selected for use. During the procedure, it was noted that the coil could not be deployed normally. The procedure was completed with a different device. There were no patient complications reported and the patient was stable. However, device analysis revealed that there were missing fiber bundles.

Manufacturer narrative:
(B)(6). Device evaluated by manufacturer: the device was returned for analysis. The main coil, the delivery wire and introducer sheath were returned for this complaint. The main coil and delivery wire were interlocked within the introducer sheath. The delivery wire and introducer sheath were inspected, and no damages were observed . The main coil was found kinked and stretched. The delivery wire was advanced through the introducer sheath, resistance was noticed, it was necessary to pull it backwards to release the main coil. The zap tip has a smooth surface. The interlocking arm was inspected, and no damages were found. The dimensional inspection revealed that the outer diameter (od) at the zap tip and primary coil were found to be within specification. Also, proximal fiber bundles were found to be within specification, however, distal fiber bundles were not within the specifications.